Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump carried in a pants pocket experienced a nonfunctional display, consistent with screen visibility failure, and a replacement was issued with instructions to shut down the device. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included review of device history and user-reported information, along with arrangements for device return. Investigation of the returned device revealed a display malfunction of the pump user interface with no evidence of broader system failure.